Event description:
It was reported that the patient with this product required a debridement procedure approximately two months post implant. The procedure was done to address dead, damaged, or infected tissue from the wound. There were no additional adverse events reported. The system remains implanted.